Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (tw) in oracle is identified as: lcd pcb display damaged. Other failures found were: controls, other/defective.

Event description:
Dealer advised display screen is cracked.